Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. However there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During gastroscopy with the subject device, the user found that a foreign substance adhered to inside of the instrument channel of the device. The user replaced the subject device to another device to complete the procedure. There was no report of the patient injury other than replacing the device.